Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR# 1018233-2012-01834.